Event description:
The sysmex ca-1500 automated coagulation analyzer correctly reported an error message (code 128) on a pt sample during aptt testing with actin fsl. Contrary to instructions provided by the manufacturer (sysmex corporation) the laboratory technician ignored the result flag and manually calculated the result. This led to the reporting of an incorrect result, the pt was over-heparinized and subsequently bled. Pt received medical intervention in the form of three units of rbcs to stabilize.